Event description:
It was learned via clinical trial specialist that a patient with a 21 mm edwards aortic valve,which was implanted in 1999, had presented with symptomatic severe aortic stenosis, and worsening dyspnea on exertion. The patient was approved for a transcatheter valve in valve procedure, which was performed with an edwards sapien valve. Report indicates patient's ef was 77%, ava 0.63 cm2, mean grad 55.7 mmhg, peak grad 93 mmhg vmax 4.82 m/s. The tee also showed degenerative thickened leaflets, reduced leaflet mobility, trace-mild ai without rocking or paraprosthetic lucency. Patient underwent successful implantation of a thv inside the subject model 2800 valve. Also reported that post deployment gradient was 20 mmhg peak on echo and zero gradient seen on hemodynamics. The rfa was closed with standard technique and the patient left the room in stable condition.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis can be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.